Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 401 mg/dl. Customer said when noticed his blood glucose was high but did try to run a fill tubing test and saw drops coming out so he connected the tubing again, but later at the night when he felt different, he went to the bathroom and check on the site in his thigh he noticed that the tape was not sticking at all and the set came out. The device will not be returned for analysis.